Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. No resolution was performed. There were no patient consequences.